Event description:
Customer's mother reported via phone, the insulin pump was not connecting to the meter. Customer stated she had received a new meter and the insulin pump would not connect. Customer's blood glucose was 151 mg/dl. Meter ID was double checked and customer's mother was assisted to ensure the pump communications was set to on. Blood glucose results were between 20- 600 mg/dl. Self-test was performed and the device passed, no remote frequency alarms noted. Customer's mother was advised the device need to be replaced and she agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump did not communicate with test blood glucose meter due to faulty connector on remote frequency board. Moisture damage was noted on the motor assembly. The device had cracked reservoir tube lip and scratches on the reservoir window.